Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar device (510k#) is sold in the us.

Event description:
The customer alleges the guidewire was faulty, frayed and did not thread.

Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 11/30/2017, was sent in error.

Event description:
The customer alleges the guidewire was faulty, frayed and did not thread.